Manufacturer narrative:
Nine samples of smiths medical cadd extension sets were returned for analysis. One sample was received in a used condition and 8 samples were received in an unused condition. The samples were visually inspected under normal conditions of illumination and no discrepancies were detected. Functional testing was performed, leak test was performed in the used sample using syringe with water and there was a leak detected in the air vent of the filter. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received indicating that during use of a smiths medical cadd extension set for veletri medication, it was leaking at the height of the filter. Subsequently, the extension set was changed to resolve the issue. No adverse effects were reported.